Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed and the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was received from an unknown source with no information. Review of the manufacturer's database revealed the patient is deceased. No information regarding the death was provided. A cause of death was requested but not received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.